Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump overheated. The pt claimed that pump felt warm to touch and the battery felt hot. The pt denied the alleged issue contributed to bodily harm. Based on the info provided, this complaint is being reported due to the allegation that the pump overheated. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.